Event description:
As reported by the equinoxe shoulder study, approximately 1 year(s) and 8 month(s) post implantation of a left tsa, the patient presented with unexplained pain. Permanent pain since the intervention and in strong increase since december. Postoperative x-rays and CT scan do not show signs of loosening. Because of the painful clinical picture, not explained by the complementary examinations, it is proposed a revision to reverse prosthesis. The patient underwent a revision procedure, and the event is now considered resolved. The clinical report indicates that the event is unlikely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
Concomitant device(s): 300-01-11: equinoxe, humeral stem primary, press fit 11mm, 310-01-44: equinoxe, humeral head short, 44mm (alpha), 300-10-15: equinoxe replicator plate 1.5mm o/s.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the pain and stiffness reported cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.